Event description:
Reportedly, oversensing was observed on the rv channel, thus leading to the explantation of the ICD system. Analysis of both the lead and the ICD was requested.preliminary analysis of available patient files revealed that the noise sensing phenomenon started suddenly on (B)(6) 2016, leading to inappropriate shocks. The noise pattern suggests that a lead issue could be involved.

Event description:
Reportedly, oversensing was observed on the rv channel, thus leading to the explantation of the ICD system. Analysis of both the lead and the ICD was requested.preliminary analysis of available patient files revealed that the noise sensing phenomenon started suddenly on (B)(6) 2016, leading to inappropriate shocks. The noise pattern suggests that a lead issue could be involved.